Manufacturer narrative:
Analysis was unable to confirm the reported display lock up issue. Analysis noted that the main printed circuit board (pcb) was contaminated, the hanger assembly was broken, the lower case was broken, the display frame was contaminated, and six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced a display lock up. The epg was returned for service. There was no patient involvement.